Event description:
Healthcare professional reported a left side alcl, "suspected lymphi." Histopathological markers cd30+ and alk- have not been received. Device has been explanted.

Manufacturer narrative:
Continued h6 (health effect - impact code): f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected (histopathological markers not reported).